Event description:
It was reported that the side-firing fiber experienced decrease vaporization thus commenced forward firing at 50,000 joules during a prostate procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.